Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse troubleshot using leak detector to leaking helium connection at bottom of helium regulator, tightened fittings, and the leak stopped. Verified through diagnostic screen and leak detector. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) would not hold helium. Unit went from full to empty within 24 hours. There was no patient involvement, and no adverse event reported.